Manufacturer narrative:
Upon receipt of additional information, it is now known that the surgeon does not allege any deficiency in the device previously reported.

Manufacturer narrative:
(B)(4). This report will be amended when our investigation is complete.

Event description:
It is reported that following knee arthroplasty surgery, x-rays appear to show migration of the locking screw.